Event description:
It was reported by service report that the scale was inaccurate/fluctuating causing the bed exit to falsely alarm. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.